Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was programmed and monitored for boluses. All bolus profiles delivered properly, no unexpected bolus delivery noted during our testing. No bolus anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has bolus anomaly. Troubleshooting was done. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information provided.